Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) readings and the blood glucose (bg) meter readings. Reportedly, the cgm bg readings were 351-352, 48-49, and 198-199 mg/dl, and the meter bg readings were 270-271, 142-143, and 39-40 mg/dl respectively. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.